Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Blood glucose level was 600 mg/dl. Customer stated that the infusion needle was tear out while sleeping. No further details given. Insulin pump will not be returned for analysis.